Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg failed to communicate with external devices prior a lead replacement (reference MFR.# 1627487-2018-07047). During the procedure, the ipg was found to be placed with the logo side facing away from the skin. As a result, the ipg was explanted and replaced. Effective simulation was restored post operatively.